Event description:
Patient reported that total hip arthroplasty was performed on (B)(6) 2009. Subsequently, patient reported elevated cobalt levels, popping, squeaking, and hip pain. Patient was revised on (B)(6) 2011. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to report revision date. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4) states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR two of three (1825034-2011-00671 through 00673) for this event. (B)(4).

Event description:
Patient reported that total hip arthroplasty was performed on (B)(6) 2009. Subsequently, patient reported elevated cobalt levels, popping, squeaking, and hip pain. No revision procedure has been reported.